Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred last week from the date the manufacturer became aware of the event.